Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of 200 ohms. The r wave measurements had also decreased. Troubleshooting options were discussed. No interventions were planned and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.